Manufacturer narrative:
H3: two devices were returned for analysis. There was a residue consistent with biological contaminants on the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were; red 16.4 ohms, red [w/white band] 14.7 ohms, and blue [w/white band] 26.9 ohms¿the solid blue electrode had sporadic values while being manipulated which would have resulted in the reported event. Under magnification, the left blue wire crimp was misaligned at the clamshell. The adhesive was uneven and did not fully insulate the clamp shell. A review of the global complaint data showed four similar complaints about this lot number. In the returned condition, there was an out-of-specification condition likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that the left electrode was not working properly prior to use. There was no patient involvement.